Event description:
The clinician reports the implant was inserted (B)(6) 2014 in the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, abscess and fistula. No further patient complications were reported.